Event description:
It was reported that patient underwent elbow arthroplasty procedure utilizing a humeral condyle kit. Approximately six months later in (B) (6) 2010, a revision procedure was performed due to loosening of the condyle screws. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - (B) (6) 2010.date implanted - exact date is unknown, but it was reported that the primary surgery occurred approximately six months prior to the revision procedure.date explanted - (B) (6) 2010.

Manufacturer narrative:
Dimensional evaluation of the returned component found that there was no evidence of product non-conformance. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent elbow arthroplasty procedure utilizing a humeral condyle kit. Approximately six months later in (B)(6) 2010, a revision procedure was performed due to loosening of the condyle screws. No further information has been received to date.